Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous middle and first diagonal of left anterior descending artery. A 2.50mm x 15mm apex balloon catheter was advanced. The balloon was inflated twice with first inflation at 10 atmospheres for 15 seconds and ruptured on the second inflation at 14 atmospheres. Balloon rupture occurred when the physician attempted to increase the inflation pressure to rated pressure. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).